Manufacturer narrative:
The check of the manufacturing charts of the lot# of the smr l1 liner involved (2014l0703) did not show any anomaly on the (B)(4) smr l1 liners manufactured with this lot #. No other complaints reported on this lot#. We will send a final MDR once we will get any update about the (possible) shoulder revision surgery.

Event description:
Failure of the liner for metal back glenoid standard implanted during a smr primary surgery done on (B)(6) 2015. X-rays done on (B)(6) 2017 show no gap between humeral head and metal back suggesting a probable l1 liner dissociation from metal back. By the info provided, at the moment a revision surgery has not been performed. It is unknown if patient had a fall. Event happened in us.